Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital & medical center. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.